Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, the unit was making a loud noise and the cable connector was off-center. The case was successfully completed with the same unit with no adverse pt consequences.